Event description:
72-year-old female post robotic bronchoscopy, no complications reported during procedure. Developed stroke-like symptoms, imaging negative. Patient was noted to have symptoms of ataxia, unsteady gait, one sided weakness, confusion and a seizure in emergency department. Patients change in condition required admission.